Event description:
The following has been reported: customer reported: "the screen on this pump froze while we were in CT - it was still infusing but would not allow any buttons to be pressed, we could not titrate epi when we needed to. The buttons worked about an hour later." Account executive reported: "here is a pump issue from mayo clinic. I was made aware of this today, (B)(6) 2025. No patient harm reported. " (B)(6) customer reported: "(B)(4) the screen on this pump froze while we were in CT - it was still infusing but would not allow any buttons to be pressed". Logs uploaded. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (screen, no input). Upon return, the device was attached to a bracket and powered on. No alarms or errors occurred. The lcd touchscreen was able to respond to user input. An infusion was programmed and run without issue. The device was opened to inspect for internal damage. No internal damage was identified and all connections were secure. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. The reported screen issue cannot be confirmed and a root cause cannot be identified.